Event description:
Machine did not alarm that there was a leak when in fact there was a leak and no suction was available to the abdominal wound dressing.

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Manufacturer narrative:
Additional information being provided including corresponding user facility report number and correction of device part number & serial number. As of 07/09/2014 this unit is being retrieved from the user facility and sent to smith & nephew for evaluation. Active investigation is ongoing; results of investigation and device evaluation will be provided in a supplement report.

Event description:
Machine did not alarm that there was a leak when in fact there was a leak and no suction was available to the abdominal wound dressing.